Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to excess solvent in the secondary port causing and obstruction. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported : primed the tubing with saline, but then the tubing would not back prime when put into the pump or when trying via gravity as a way to troubleshoot. Nursing provided me the tubing set. Note- this is a blood tubing set but did not contain any blood in the tubing- the defect was noted upon priming the tubing with saline. - patient injury : no - medical intervention required : no - result in under/over infusion: no - drug used for infusion : saline - action taken : new set up . A preliminary review of the logs identified the following issue: unable to prime air from tubing set. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.